Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2023-00548. 1. Section h. Box 3. ''Other'' reason for non-evaluation.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a ruby coil lp, an lp system detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed a ruby coil lp in the target location and attempted to detach it using the handle. It was reported that the black marker band of the ruby coil lp was separated; however, upon retracting the ruby coil lp, the physician noticed the coil was still attached to the pusher assembly. An attempt was made to manually break the back end of the ruby coil lp and remove the inner detachment wire, but the coil still would not detach. The physician then pulled back on the pusher assembly when the ruby coil lp unintentionally detached inside the microcatheter. Therefore, the physician used a syringe with saline to push the detached ruby coil lp into the target location and successfully implant the coil. It was also reported that the physician removed and switch to a new microcatheter. The procedure was completed using a pod coil, same handle, and a new microcatheter. There was no report of an adverse effect to the patient.